Manufacturer narrative:
(B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. Age estimated as (B)(6). Gender estimated as male. Date of event estimated as date of publication (B)(6) 2013. Date of implant estimated as (B)(6) 2000. There was no reported product deficiency. The reported patient effects of cerebrovascular accident, transient ischemic attack (tia), vasoconstriction, and restenosis are known observed and potential adverse events as listed in the neurolink stent and delivery system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Attachment: article, stent design lowers angiographic but not clinical adverse events in stenting of symptomatic intracranial stenosis - results of a single center study with 100 consecutive patients.

Event description:
This event was captured based on literature review. It was reported that 54 self-expanding stents and 46 balloon expandable stents were implanted in 100 consecutive patients (mean age 64 years, 74% male) from april 2000 to september 2009. All patients had symptomatic intracranial stenosis, presenting with recurrent transient ischemic attack or stroke under antithrombotic treatment. Multiple stents were used, including the guidant neurolink stent. Technical success was achieved with all neurolink stents used. Technical success was defined as accurate delivery and deployment of the stent, covering the target lesion completely and resulting in a residual stenosis of less than 50%. Clinical outcomes with the neurolink were as follows: transient ischemic attach (1), major stroke (1), restenosis (5%), vasospasm (1). No additional information was provided.